Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the positioning sensor unit (psu) cannot track instruments. The representative replaced the psu and the system then passed the system checkout and was found to be fully functional. No further analysis could be performed as the device was refused to be returned. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that both modes of navigation em and optical were unable to be used. In the case of em, the system was unable to communicate with em components. In the case of the optical camera, the system could communicate with it but. It could not track instruments. There was no patient present at the time of the event.

Manufacturer narrative:
Correction: the representative also replaced the emitter box which allowed the system to communicate but did not resolve the instrument tracking issue until the positioning sensor unit (psu) was replaced. If information is provided in the future, a supplemental report will be issued.